Manufacturer narrative:
On 30 march 2020, the leica tac helpdesk engineer - pathology received the following information from the complainant: "just to confirm we have identified that this incident was operator error and not a fault with the instrument. There were four cases affected one case the incident grading has been confirmed by the clinical team as result: harm, severity: low. One case had a re-biopsy for clinical reasons (not due to the incident) therefore incident graded as no harm, severity none for this case 2 cases are yet to be determined if they need re-biopsy, a diagnosis has been provided with an advisory note in the microscopic report: "unfortunately this biopsy was affected by a processing machine failure and presents marked artefacts that limit the biopsy interpretation. Clinical correlation is required"."

Manufacturer narrative:
On 27 february 2020, the leica tac helpdesk engineer - pathology received the following information from the complainant: "one case the incident grading has been confirmed by the clinical team as result: harm, severity: low. There are 3 further cases where a diagnosis has been given with an advisory note in the microscopic report: "unfortunately this biopsy was affected by a processing machine failure and presents marked artefacts that limit the biopsy interpretation. Clinical correlation is required". We are waiting on confirmation on final incident grading for these cases." This information was received by leica biosystems melbourne on (B)(6) 2020. As at (B)(6) 2020, leica biosystems melbourne has not received further information from the the complainant as to the final outcome for the three (3) cases despite requests being made to the laboratory. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 13:57pm on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 13:56pm on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 13:57pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: (B)(4). Although the user affirmed that the ethanol concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 13:57pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 56.9% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 13:57pm on (B)(6) 2020, the reagent in bottle 6 (ethanol) was used for the final dehydration step of both the "breast & fatty tissue programme" protocol comprising 184 cassettes, which started in retort a at 16:18pm on (B)(6) 2020 and completed at 07:42am on (B)(6) 2020; and the "small biopsy + rbt" protocol comprising 111 cassettes, which started in retort b at 16:24pm on (B)(6) 2020 and completed at 07:00am on (B)(6) 2020, from which sub-optimal tissue processing was identified by the complainant the minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
The leica tac helpdesk engineer - pathology documented the following information as a description of the event: "the instrument completed the overnight run with no errors on both retorts but the customer is complaining of the wax being cloudy and also most of the xylenes are cloudy. The retort smells of formylin. There were a total of 300 blocks between both retorts 170 in one and 111 in the other. Customer says that only 2 bottles 6,13 were replaced before this run and wax chamber 3." On 03 february 2020, leica biosystems (B)(4) received the following information from the complainant: "the blocks were put back for reprocessing the following day ((B)(6)). On saturday the blocked were processed on asp processor and embedded, it was noted that they felt a little friable on sectioning. The tissue samples are due to be examined by a pathologist today (B)(6) 2020. I will update you if there are any difficulties with diagnosis. A sticker has been added to the request forms of all the affected cases so the pathologist is aware when reporting that the case was involved in a processing event. The cases on the breast fatty tissue program have been re-processed over the weekend and are to be sectioned today (B)(6) 2020. I will let you know as soon as I can if any of these cases have been adversely affected." On (B)(6) 2020, the leica tac helpdesk engineer - pathology received the following information from the complainant: "almost all of the tissue was reportable to the best of my knowledge. I think three cases were affected I know one of them was a resection and not possible to re-biopsy. Our quality manager (copied in) will know the details..." As at 28 february 2020, leica biosystems has not received further information from the complainant as to final status of the tissue samples or the patient outcome for the three (3) cases despite several requests being made to the laboratory. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.